Event description:
The facility reported the client was on the stretcher, partially dried and clothed. The caregiver wanted to turn the client to put on the underwear. While turning, the bolt became loose of the side rack. The client fell down. Reparation on this stretcher showed that the technical service of the facility was told some time ago that he should take a look because of the bolt on the side rack that don't function well and the brakes were poorly. The arjohuntleigh technician was never told. The possibility exists that the client went on turning during fastening of the inco material and rolled to the side rack. The caregiver was small, so she couldn't stop the client. The stretcher drove off because of the bad shape of the brakes, so that made the client fall between the stretcher and caregiver. The patient fell on her side, sustaining an injury to her eyebrow and probably bruises. No other injuries were reported. (B)(4).

Manufacturer narrative:
An arjohuntleigh investigator was examined the device and found that the device is in fair condition. The covering of the stretcher was between the side rack, which made it impossible to function well. The manufacturer concludes the root cause of this event is lack of maintenance. There were two serious safety problems with the stretcher that the career and technical service were well aware of: the bolt to the side rack that was not functioning well, and the brakes that were poorly. The combination of these two problems caused the incident. The lift should not have been used under these conditions. The manufacturer recommends replacement of the entire unit, as it is more than 10 years old and has exceeded its expected lifetime. The date the manufacturer was made aware of the event was not provided. A supplemental report will be sent if this is obtained.